Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2013 with the following findings: the display screen was observed to be faded, discolored and difficult to read; not blank. The pump case was removed and evidence of moisture contamination was observed inside the pump. The initial complaint of a blank screen could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.